Event description:
A report was received that the patient had their pocket site washed out due to the pocket was infected. The symptoms were swelling and pus discharge. The physician assessed that is was a hospital acquired infection and not device related. The patient was administered oral and IV antibiotics.